Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Anterior resection. Were there any issues with the staple line? Not fired. Were there any issues with the cut line? Not fired. Were there any issues with removal? No. How was the case completed? Using a new device the analysis results found that the cdh29a device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The safety functioned as intended and without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the stapler safety catch stuck and could not be lifted. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.